Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. This was due to contamination of the piezo transducer resulting in an electrical short rendering the piezo inoperable. The chemical reaction causes silver migration between the pins resulting in a silver bridge between two pins. The silver bridge was caused by contamination. The device has been identified as part of the product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical department with an unsigned note that stated, "not alarming when plug in." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.